Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further informaton is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - at a scheduled follow up visit this rv lead was confirmed to have rv shock impedance above 150 ohms. This lead was capped on (B)(6) 2017. No adverse patient events were reported.